Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not set up as profile but was contracted as profile. A technical support specialist tss) checked the current station and confirmed it was already in profile mode. The customer was informed, and permission was requested to close the case. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that station was not set up as profile but was contracted as profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.